Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced diabetic ketoacidosis (dka) and an elevated blood glucose (bg) level of 500 mg/dl. Reportedly, the customer was unresponsive to insulin injections or boluses. The customer was admitted to the hospital where an insulin drip was administered to resolve the issue. The customer was released from the hospital on (B)(6) 2019 with no permanent damage.